Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of the motor device was getting "very hot". It was not reported that the event occurred during surgery. It was unknown if there were any delays to the surgical procedure or if a spare device was available. There were no reports of patient or user injuries. The date of event was not reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.